Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an automated endoscope reprocessor (aer) problem during the cleaning, disinfection and sterilization (cds) treatment due to an air / water flow defect. The subject device was returned to olympus for evaluation. Upon inspection and testing of the device, it was observed that the nozzle was clogged by a yellow / brown solid material (foreign material). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to to an imperfection of proper reprocessing caused by leakage - a crack was noted on the glue of the distal sheath. A further cause of the leak/cracked glue could not be presumed from the information obtained for this investigation. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the customer's allegation (air/water flow issue) was confirmed and found to be caused by a clogged nozzle. It was observed that a solid material which seemed to be debris from the patient¿s body could not be removed. The foreign material found in the nozzle was suspected to have clogged during the previous procedure. Additional findings include the following: the bending section cover glue was cracked (leak), the distal end insulation was out of standard value, the light guide lens was cracked, and the bending angulations were out of specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.